Manufacturer narrative:
The reported event could be confirmed. The device was not returned. X-rays were provided for the device. Since data was provided, the opinion of a medical expert was sought and stated as follows: based on my review, there are additional instances which could have caused the loose glenoid component outside of the patient falling off a bicycle. The presence of a low-grade periprosthetic joint infection (pji) with c. Acnes, may have cause some bone resorption prior to the fall. It is however not sure if this was the case since the positive aspiration may have been based on contamination during the aspiration procedure. If, however, this assumed pji has weakened the fixation of the glenoid component, falling of the bicycle may have caused further loosening (acute on chronic) of the glenoid component, making it symptomatic. More consistent confirmation of the pji can be achieved by looking at the tissue culture samples that were most likely taken during the revision surgery. The surgeon has treated the case as having a pji, as shown by the removal of all prosthetic component and replacing them with an antibiotics-loaded spacer on the post-revision x-ray. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
Patient fell off bicycle, now complaining of severe pain and inability to use arm. Xrays and CT show loose glenoid component. The aspiration grew out c. Acnes re-operation with component change. Patient is scheduled for revision surgery.